Event description:
In 2006 I was a part of the (B)(6) trial group. Shortly after the surgery I started realizing significant hair loss and reported it to the physician during my yearly checkup, which they pointed towards the anesthesia side effects. I ended going to a dermatologist and starting spironolactone which I take "til" this day along with other topical rx. Unfortunately my hair is 1/4 what it used to be and I've been diagnosed with alopecia. Since my implants I've also been diagnosed with a thyroid condition and an autoimmune disease. I suffer from joint pain, tiredness, hair loss as most notable symptoms. I wish I would have stayed on top of my annual checkups so that I would have been able to report these advancements as they progressed but the doctor was 3 hr. Away and it wasn't sustainable. I have an appointment with a local doctor to discuss removal options but I wanted to report my experience so that the complaints can be further looked into and validated for future disclosure when people are considering the surgery. I truly believe my medical issues following implants have to be related as thyroid, hair loss and autoimmune disease does not run in my family. FDA safety report ID # (B)(4).